Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre reader were reviewed and kit pack DHR for verification of correct cable and adapter was also reviewed. The dhrs showed the fs libre reader passed all tests prior to release. DHR's also verified that the correct cable was part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that their adc device "started heating up" while plugged into the charger. Customer further reported that their adc device appears to have a "smoky" screen. There was no report of visible smoke or fire at this time. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports that their adc device "started heating up" while plugged into the charger. Customer further reported that their adc device appears to have a "smoky" screen. There was no report of visible smoke or fire at this time. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and observed reader to be partially de-cased on one side. Reader did not fit smoothly through reader letterbox gauge. An extended investigation has also been performed for the returned reader. De-cased the battery and it was observed that after ten minutes of charging the voltage did not increase. Visual inspection was performed and it showed contamination/corrosion causing the reader not to boot up. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.